Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.

Manufacturer narrative:
Manufacturing site: (B)(4). When the device was returned to the manufacturer, a reportable malfunction was recognized for the first time; therefore, the date received by the manufacturer was considered the date the device returned. The guide wire was returned for evaluation. The reported elongation of the coil wire was confirmed at the mid solder originally located at 55mm from the tip. At approximately 53mm distal to the mid solder, the exposed core wire was found fractured. Microscopic observation of the core fracture found that the core wire was severely twisted due to accumulated torsion. Elongation of the coil wire stopped at approximately 20mm from the tip. The elongated coil wire remained in one piece; the tip solder remained attached on the distal end of the guide wire. To observe the distal side of the core fracture, the coil wire was removed. The core wire was found fractured at approximately 1.5mm from the tip. The distal side of the core fracture end was also severely twisted; the inner coil wire on top of the core wire was found twisted. As the coil wire remained in one piece, length measurement of the core wire supported that the entire guide wire was returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that torsion was continuously applied on the guide wire while the wire tip was being trapped in the cto. When the accumulated torsion exceeded the product's design limit, it caused the core to become wrenched off. Elongation of the coil wire was likely caused by tensile stress generated with wire removal. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: [warnings] when torquing the guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720?¿) in the same direction; [warnings] never push, auger, withdraw, or torque a guide wire that meets resistance. Torquing or pushing a guide wire against resistance may cause guide wire damage and/or guide wire tip separation or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire tip. If guide wire tip prolapse is observed, do not allow the tip to remain in a prolapsed position.[otherwise damage to the guide wire may occur.] Determine the cause of resistance under fluoroscopy and take any necessary remedial action; [warnings] if any resistance is felt due to spasm or the guide wire being bent or trapped while operating the guide wire in the blood vessel or removing it, do not move or torque the guide wire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; and, [malfunction and adverse effects] breakage of the guide wire.

Event description:
It was reported that a percutaneous peripheral intervention was performed to treat a severely calcified chronic total occlusion (cto) in the left superficial femoral artery. An asahi guide wire was advanced with microcatheter support when wire movement could no longer be controllable. The guide wire was removed with the microcatheter and elongation of the coil wire was observed on the removed guide wire. A new guide wire of the same brand was replaced to resume the procedure. The cto was treated by balloon dilatation and the blood flow was successfully reestablished. The physician commented that the wire elongation was probably attributed to calcified lesion as the guide wire was being trapped in the lesion. There were no adverse patient effects related to this elongation of the coil wire.